Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-03573 and 3005099803-2009-03574 for the other associated device info. It was reported to boston scientific corp that three resolution clip devices were used during an endoscopic mucosal resection in the duodenum procedure, performed on (B) (6) 2009. According to the complainant, during the procedure, they were using a side viewing endoscope and each of the three clips would not deploy. In all three cases, the clips fell off inside the pt. The physician has no concerns with the clips passing naturally via peristalsis. The procedure was performed using a forward viewing endoscope and another three resolution clip devices. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental MDR will be filed. (B) (4).